Manufacturer narrative:
Of the 38 allegations of a malfunction, 27 pumps were returned to animas and investigated. Of the investigated pumps, 27 were found to be malfunctioning due to battery compartment cracks, battery compartment leaks, display lens leaks, moisture within the pump and pump case leaks. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 38</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-75 years of age and between 38 and 200 pounds. Of the reported patients, 11 were male and 22 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 5 instances of battery life w/ moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.